Event description:
Event description boston scientific received information that this right ventriucular lead was exhibiting impedances greater than 2500ohms. A revision procedure was performed, upon removal of the ventricular lead the atrial lead was caught up and extracted. The patient had chronic atrial fibrillation; the decision was made to remove both leads and replace the ventricular lead. No adverse patient effects were noted.